Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a prostyle cuff miss [suture retrieval issue] was noticed for three devices. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to 16f, and the tavi procedure was completed. Hemostasis was not achieved with the one pre-placed prostyle suture in this large-hole puncture site. The operator opted to use another method to achieve hemostasis. A surgical cut down was performed with surgical suturing achieving hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.